Manufacturer narrative:
It was reported that the event occurred while using the maxi twin device. Following information provided during the resident's transfer to the bath the lift stopped and tipped over. The caregiver tried to prevent the lift from tipping and sustained a bruise on the leg and felt the back pain. As a consequence of the event, the resident sustained a bruised toe. The customer reported that the lift chassis legs opening function was not working correctly. Upon inspection by the arjo representative, no device malfunction that could lead to tipping was identified. However, it was noted that the chassis legs were slightly off 90 degrees when closed. Despite this, the reported inadequacy was determined not to have influenced the lift's stability. The instructions for use (IFU) for the maxi twin device contains the following information: "warning. To avoid the device from tipping and the resident from falling, do not use the equipment on a floor with recessed drains, holes or slopes exceeding a ratio of 1:50 (1.15°). During the inspection, the technician observed that the floor in the facility was uneven. The facility had a rubbery floor with big cracks which were exposing the wood underneath and causing holes in the floor. The lift castor might get stuck in the gap which might interrupt the lift stability. To sum up, the arjo lift was used for a patient transfer when the lift was tipped during use, and from that perspective, the system failed. The complaint was decided to be reportable due to the allegation that the device was tipped over during use.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer the lift tipped over. The resident sustained a bruised toe from the lift tipping over. The cargiver sustiend the back pain and bruise on the leg.